Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The bag/vent micro switch was suggested for replacement and will be replaced by the customer.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, during pre-use checkout. There is no report of patient involvement.